Event description:
The liner head was replaced due to dislocation. The revision was completed successfully. The reporting surgeon's request: please investigate whether there was any wear on the implant or there was a problem with the product.

Manufacturer narrative:
Reported event: an event regarding dislocation involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection of the returned device noted that the device was returned in used condition. Scratch marks visible on the surface of the device possibly implantation/explantation marks. Material analysis is not performed as dislocation is not related to material integrity issue. Functional and dimensional inspection were not performed as the reported device was implanted and subsequently explanted. The device was returned damaged and in its current condition would not be an accurate reflection of its original manufactured condition. Clinician review: a review of the provided medical records by a clinical consultant stated that," no clinical or pmh, no patient demographics, no operative reports, no examination of explanted components. Based upon the single x-ray provided, no response to the event description nor preparation of a medical report is possible for this case." Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that the patient's hip was revised due to dislocation. Visual inspection of the returned device noted that the device was returned in used condition. Scratch marks visible on the surface of the device possibly implantation/explantation marks. Material analysis is not performed as dislocation is not related to material integrity issue. Functional and dimensional inspection were not performed as the reported device was implanted and subsequently explanted. The device was returned damaged and in its current condition would not be an accurate reflection of its original manufactured condition. The available medical records were provided to the consulting clinician for a review which was deemed insufficient to confirm the event. The event could not be confirmed nor the exact cause be determined because insufficient information was provided. Additional information including operative reports, progress notes are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The liner head was replaced due to dislocation. The revision was completed successfully. The reporting surgeon's request: please investigate whether there was any wear on the implant or there was a problem with the product.